Event description:
It was reported that via visual observation, lead insulation damage and insulation worn was observed on the rv lead. Patient was asymptomatic. Lead was capped on (B)(6) 2017 and a new lead was implanted. Patient was stable post procedure.